Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed multiple troubleshooting procedures including part replacement. The fsr determined the tbg, spl prb wsh cup to lcw manifold (rohs) (7-205635-02) the likely cause of the issue as a clog was found in the drain line. The fsr removed the clog, and the issue was resolved. A review of the architect c processing module, serial number (B)(6)service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the tbg, spl prb wsh cup to lcw manifold (rohs). A review of historical data revealed no trends, systemic issues, or related nonconformances. The architect system operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of the tbg, spl prb wsh cup to lcw manifold (rohs). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect, (B)(6), or tbg, spl prb wsh cup to lcw manifold (rohs).

Event description:
The customer observed falsely elevated magnesium results on architect c4000 processing module for two patients. The results provided were: on (B)(6)2023 patient 1: initial=4.2 mg/dl /repeated and corrected=1.3 mg/dl patient 2: initial=4.6 mg/dl /repeated=2.2 mg/dl /repeated on another instrument=2.3 mg/dl laboratory reference range for magnesium=1.7 to 2.5 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results on architect c4000 processing module for two patients. The results provided were: on (B)(6) 2023 patient 1: initial=4.2 mg/dl /repeated and corrected=1.3 mg/dl patient 2: initial=4.6 mg/dl /repeated=2.2 mg/dl /repeated on another instrument=2.3 mg/dl laboratory reference range for magnesium=1.7 to 2.5 mg/dl there was no reported impact to patient management.